Manufacturer narrative:
Date of even is estimated. "The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10742935."

Event description:
It was reported that the patient experienced ineffective stimulation associated with one lead. As a result, surgical intervention was undertaken on (B)(6) 2026; however, the lead could not be removed. Additional surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead is related to this issue.